Event description:
On (B)(6) 2013, the surgeon performed a left side si joint arthrodesis on the patient placing three ifuse implants. The patient awoke from surgery complaining of ipsilateral leg pain. There were no observed weakness or sensory problems and no changes on emg/ssep. The patient was immediately taken back into the operating room and the two cranial-most devices were repositioned by removing each one and re-implanting it in a different location. The patient awoke from the revision surgery with no leg pain.

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificates of analysis, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Descriptions, part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7035-90, lot# i0375, manufactured 08/02/13, expires 2018-02. Ifuse implant, p/n 7040-90, lot# i0256, manufactured 03/27/13, expires 2017-12. Ifuse implant, p/n 7045-90, lot# i0384, manufactured 05/29/13, expires 2018-03.